Event description:
Pt presented with complete right iliac occlusion; unable to introduce wire. The physician elected to do a fem-fem bypass and create an aui with the following devices: 34-34-80le, 34-34-80l, 28-28-95rl, 25-25-75l, 20-20-55l, 16-16-55l. During deployment of one of the devices, one of the already placed devices became dislodged. After several manipulations, this was resolved and all devices were in place. The next day, it appeared that one of the 34mm devices had moved cranially and covered the renals. The pt was brought back to the or to try to move the device downward with a 20mm balloon. There was difficulty retracting the balloon (details pending). Additional info received on 10/02/2009 that pt died in the hospital the previous month. Cause is unk at this time.

Manufacturer narrative:
Review of lot records/work orders, prior reports. No issues were noted. Use of devices is off-label. No conclusion can be drawn at this time.